Event description:
The customer reported via phone call indicating that the insulin pump had a fill cannula anomaly. Customer's blood glucose was 520 mg/dl. The customer was treated. The customer was able to program the fill cannula. Customer was advised to use the 0.3 fill cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.